Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that the patient presented via in-clinic check. Programming changes were made. No impact of the device function was noted and the patient was stable.